Event description:
A unit of packed red blood cells was spiked with the tubing and then hung to start the blood transfusion and the tubing fell out of the bag immediately. The port in the blood bag was too loose to hold the blood tubing spike. The blood transfusion was discontinued immediately.